Event description:
Customer's daughter reported customer received an unspecified error message from his precision xtra meter. Customer's daughter stated customer was using expired test strips; however, it is unknown if it cased the error message. Customer's daughter also reported customer experienced symptoms of lightheadedness, heaviness in the body and seizure and had juice and something sweet to counteract his symptoms. Customer's daughter further reported customer was treated with unknown treatment by a health care practitioner. It is also unknown if there was any diagnosis given by the health care practitioner. Adc customer services attempted to contact customer for additional information but without any success. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the date of manufacture for the meter is unknown.